Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: broken shell and others, underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two broken sharp and non-penetrating nicks, near of the broken site, this condition was called surgical impact. Two openings sharp and non-penetrating nick, near of the openings site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as surgical impact. Two sharp openings on the posterior assessed as surgical impact. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Additionally healthcare professional reported "hole, non specific". Device has been explanted.